Event description:
It was reported that during an unspecified cervical procedure, two zero-p va implants, from two different lots, fractured during implantation. The first implant fractured during implantation and fragments had to be removed from the wound site. The surgeon attempted to use a second implant from a different lot and it also fractured during insertion. The implants were reported to have fractured at the titanium/peek junction. All fragments were successfully removed from the patient and the procedure was successfully finished using a different, unknown, implant. There was no reported injury to the patient. Surgical procedure, delay time and unknown implant information are not available. This report is for the first device, lot number 8164050. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device history records were reviewed and no issues were found that would contribute to the reported condition. The investigation could not be completed; no conclusion could be drawn as no product was received.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the dimensions cannot be checked to post-op specifications before damage anymore. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction. This complaint therefore is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as device is entering the complaint system. Case number (B)(4). Additional information was received on 07/22/2013 reporting surgical delay and extended anesthesia time of one hour.

Event description:
Additional information received reported procedure was an anterior cervical discectomy/fusion level c5 and 6. Procedure was completed using danek vertestack peek spacer and 21mm danek titanium plate. Surgery was delayed by one hour due to event. Required intervention included extended anesthesia time. This follow up report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was completed for the complaint device. The implant is designed to have a semi-rigid connection between the interbody plate and spacer. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This decoupled design scheme is meant to minimize the stress between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. The complaint handling unit easily reassembled the plate to the peek. The assembly connection functions as intended. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions, and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The risk of dissociation in the patient post-op is low because the interbody plate and spacer are loaded in the same directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so; however, the most conservative solution is to use a new implant as described in the risk assessment. A cause for this complaint, based on the available information and the product investigation, could not be determined.